Event description:
It was reported that while using the bd vacutainer® sst¿ blood collection tubes that there was particles in gel after centrifuging. The following information was provided by the initial reporter: white particles in gel after centrifuging.

Manufacturer narrative:
E.7 initial reporter addr 1: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 8 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter (fm) with the incident lot was not observed. Additionally, 30 retention samples from bd inventory were visually inspected for fm and no issues were observed as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for fm. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that while using the bd vacutainer® sst¿ blood collection tubes that there was particles in gel after centrifuging. The following information was provided by the initial reporter: white particles in gel after centrifuging.